Event description:
As reported, during a flexible ureteroscopy and lithotripsy procedure, the basket of an ngage nitinol stone extractor would not open. The issue was discovered while testing the device prior to patient contact. The basket sheath was deformed near the yellow support sheath. A new basket was used and the procedure was successfully completed. There were no adverse effects to the patient reported.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. PMA/510k #¿ exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Summary of event: as reported, during a flexible ureteroscopy and lithotripsy procedure, the basket of an ngage nitinol stone extractor would not open. The issue was discovered while testing the device prior to patient contact. The basket sheath was deformed near the yellow support sheath. A new basket was used and the procedure was successfully completed. There were no adverse effects to the patient reported. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection and functional test of the returned complaint device was also conducted. The device was returned to cook in an open packaging tray. The basket sheath was separated at the tip of the yellow support sheath. The handle did not actuate the basket assembly. The handle was disassembled, and the cannulated handle of the basket assembly was bent. The basket formation could not be manually actuated. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other related complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing and quality control documents was conducted. All extractors are verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: suggested handling instructions for extractors and forceps important: excessive force could damage device. Based upon the available information and results of the investigation, cook has concluded that the cause of the issue could not be conclusively determined. Excessive force may have been inadvertently applied to the device; however, no information is known regarding device handling. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.